Manufacturer narrative:
Additional narrative: additional device product codes: hsb and jds. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6)2022, while inserting a proximal interlocking screw, the screw missed the nail. It is believed that the post from the femoral component caused the screw to diverge and miss the hole. The screw was removed and a new one replaced. Additionally, this was a plate/nail construct and a stainless steel screw was placed through a proximal interlocking screw of the femoral nail. There was five (5) minute surgical delay. The surgery was successfully completed. No patient consequence. This report involves one (1) locking screw. This is report 1 of 1 for (B)(4).